Event description:
Manufacturer received a report from the facility that the pt was being picked up from the bed, when all the pt's weight was on the lift, the legs of the lift closed and the pt and lift allegedly tipped over. As a result of the incident, the pt sustained a fractured hip.